Manufacturer narrative:
Initial.

Event description:
It was reported that the user observed sustained high blood glucose readings over 400 mg/dl after using a full insulin cartridge on the ilet and, because they were on their last infusion set placed on the abdomen, elected to change only the cartridge rather than perform a full supply change; the user reported no alerts and was advised to monitor and use backup therapy if glucose did not trend down. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information to determine a specific device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.